Manufacturer narrative:
Customer cannot update with fota app (iphone 13 pro max, ios 16.6.1, app version 1.3.4) "after investigating, we have determined that the fota app meets all requirements, and no issues were found. Based on the attached logs, the package was not assigned for (B)(6): 2023-09-25 16:44:35.024 I check eligibility procedure: starting eligibility check. 2023-09-25 16:44:35.026 I ssl pinning certificates provider impl: found certificate for host: teneo-cloud.medtronic.com. 2023-09-25 16:44:35.252 I completion: device is not eligible for update. 2023-09-25 18:37:02.665 I firmware update status container: status will change to firmware update status(currentstep: fota.firmware update status.status.idle, latest command: optional(fota.package command(action: fota.package command.action.none, downloadurl: nil, is previously downloaded: false)), latest version: nil, package upload date: nil, current procedure progress: nil). 2023-09-25 18:37:02.668 I firmware update status container: status will change to firmware update status(currentstep: fota.firmware update status.status.idle, latest command: optional(fota.package command(action: fota.package command.action.none, downloadurl: nil, is previously downloaded: false)), latest version: nil, package upload date: nil, current procedure progress: nil). The l2 team was requested to create an appropriate ticket for the teneo team. The (B)(4) ticket was created and assigned to the teneo team. The teneo team is completing an ongoing investigation to pinpoint the root cause of this issue and implementing a permanent fix. The helpline was informed about the cause of this issue and recommended to replace the pump for the customer as a work around or eta of a fix is unknown currently. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported regarding the updater application error 'check for updates/no available updates. Troubleshooting was performed. The issue could not be resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device and will not be returned for analysis.